Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 210 mg/dl. The customer reported that they had issues with stuck button twice on the pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device alarmed hardware low level failures during self test and insulin pump trace download confirmed hardware low level failures(variable 3) due to broken trace at pin 6 (sda) on keypad assembly. No stuck button alarm/button error alarm noted. All buttons function properly. During visual inspection, found the keypad connector on electrical board was properly locked.